Event description:
Patient had pelvic mesh damage and was in pain. Patient was eventually admitted and told to remove the rest of the mesh. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".